Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had hemolysis (elevated lactate dehydrogenase and free hgb), high power, and was admitted with chest pressure. The pt received a pump exchange on (B)(6) 2014. The log file showed there was one transient power elevation in the approx 10 day log file. The rest of the log was unremarkable.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.